Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: difficult to remove and wing breakage. Time of malfunction: during vessel closure. Symptoms/ae: detached wing piece unretrieved from the body. It was reported that a physician in-training in the use of the starclose device achieved arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, after clip deployment, the device became stuck in the pt's artery. The device was removed using counter-tension and hemostasis was achieved. After the device was removed, it was found that part of the vessel locator wing was missing. The physician performed fluoroscopy and found the broken piece located inside the deployed clip. The broken piece remains in the pt; no adverse pt effects were reported. Though requested, no add'l info was available.